Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). This report follow up is being submitted to update the a codes in section h6. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.

Event description:
As reported by the user facility: description of event: on (B)(6) 2025, the port of blancet ultrasite injection site was replaced due and used as usual. The patient needed continuous intravenous fluid infusion for about 20 hours every day, and the drugs were folfox chemotherapy drugs, nitroglycerin, albumin, liver protection drugs, intravenous nutrient solution, etc. At 19:00 on (B)(6) 2025, the patient lay supine on the bed and complained of blood exudation at the end of the port catheter, that is, to the bedside. The blood extravasation was observed outside the body, penetrating clothing and bed units, with a volume of about 10ml. The patient did not complain of discomfort, and vital signs were normal. The ultrasite injection site was immediately replaced and explanation was given. The family members and the patient expressed their understanding. Examination and removal of the connector showed a longitudinal cleft about 1 cm in length at the inlet end of the ultrasite injection site.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This report follow up is being submitted as a correction report to update section h7. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.